Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached the elective replacement indicator (eri) earlier than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). Days later, this device emitted tones/sounds but according to the patient, these are no longer present. The physician asked to recheck if the replacement window is still 90 days. At this time, there is no evidence that suggests the replacement procedure has been scheduled. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached the elective replacement indicator (eri) earlier than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). Days later, this device emitted tones/sounds but according to the patient, these are no longer present. The physician asked to recheck if the replacement window is still 90 days. At this time, there is no evidence that suggests the replacement procedure has been scheduled. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the device reached the end of life (eol) status. Technical services (ts) explained that event though the device reached eol, it still has sufficient battery capacity to support therapy if replaced within a month. At this time, there is no evidence to suggests that the replacement procedure has been scheduled. No adverse patient effects were reported. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reached the elective replacement indicator (eri) earlier than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). Days later, this device emitted tones/sounds but according to the patient, these are no longer present. The physician asked to recheck if the replacement window is still 90 days. At this time, there is no evidence that suggests the replacement procedure has been scheduled. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the device reached the end of life (eol) status. Technical services (ts) explained that event though the device reached eol, it still has sufficient battery capacity to support therapy if replaced within a month. At this time, there is no evidence to suggests that the replacement procedure has been scheduled. No adverse patient effects were reported. The device remains in service.